Event description:
The report co received from co's affiliate indicated that re-wrapping difficulty was experienced during a pta to the right superficial femoral artery. A contralateral approach was used, and there was light calcification, vessel tortuosity, and 90% stenosis in the target vessel. The physician dilated the lesion successfully (no information regarding pressure and inflation time); however, when he pulled the balloon catheter back into the sheath, the balloon catheter got stuck. The physician decided to withdraw both the savvy and the sheath together, as a unit. There was no loss of wire position, and another sheath was used to complete the procedure. The physician felt that the re-wrapping of the balloon after deflation was loose and caused the balloon to be unable to pulled back through the sheath. There wwere no adverse consequences to the pt.